Event description:
Reporter alleged high blood glucose readings and stated reading was 552 mg/dl at 2:30 pm back to back with a result of "hi" taken 2 minutes apart. It was stated within another five minutes customers' glucose was 513 mg/dl at 2:45 pm so customer took 14 units of rapid insulin as a result. Reporter stated one hour later customer was found incoherent, so his wife called 911 and the ambulance arrived at 3:45 pm, however, customers' wife tested his glucose piror to their arrival and it was 130 mg/dl. Reporter indicated within 10 minutes the ambulance measured customers' glucose to be 50 mg/dl so they treated him with a glucose IV, however, customer declined going to the hosp. No further actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.